Event description:
The pt contacted a porex surgical distributor and stated that he underwent surgery in (B)(6) 2006 due to a head injury and an acute subdural hematoma. The pt stated that in (B)(6) 2007, the right section of his skull bone was removed because of an infection around the wound. The pt stated that in (B)(6) 2008, he received a medpor right cranial implant on the right side of his skull. The pt stated that around (B)(6) 2008, a reddening of the skin on the implant and on the forehead area occurred and remained for two days. The pt sated that this occurred randomly since (B)(6) 2008 and three permanent dark purple spots remain on the skin. The pt stated that in (B)(6) 2010, the reddening occurred and lasted around 10 days. The pt stated that his neurosurgeon, plastic surgeon and two different dermatologists could not diagnose the situation. The pt reported that his "neurologist said that the pain has nothing to do with the implant but rather it is most likely an inflammation of the nerve ending on the skin level". The pt stated that he is doing "pretty good".

Manufacturer narrative:
The device history record for lot number mci-322-07-c001m132h were reviewed and all processes and test criteria are within the medpor implant specifications.